Event description:
It was reported via repair work order that the brake will not stay engaged due to worn drive link assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.